Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The operator performed electronic laryngoscopy on the patient, but the scope showed a flash screen and blurry image during the test. The user changed to use other scope, resulting in increased discomfort of the patient. This event occurred at the time of during use. This event occurred no report of patient harm.

Manufacturer narrative:
Evaluation summary: poor connection of main xenon lamp leaded to flickering, which caused image problem. The hospital replaced the lamp by themselves, and the device could operate normally. Correction information: follow up #1, coding changed based on the investigation result. Additional information: device manufacture date.